Event description:
The customer reported that the alarm does not sound when pressure is off the pad. The customer reported that the alarm was tested with new batteries and a new sensor. The customer did not specify the date when this was discovered. There was no pt incident or injury reported.

Manufacturer narrative:
Results: evaluation of the returned product found that the alarm powers up, but does not sound when weight is off sensor pad. There is no visual damage to the outside of the alarm case. Note: the instructions for use state: always test alarm and nurse call function prior to leaving the pt unattended. Activate the alarm (remove pressure from sensor, unfasten chair belt sensor, or activate pir sensor) and make sure the nurse call light for the proper bed and room activate in the hall and at the nurse's station. Do not use alarm or sensor if it does not function properly when tested. (B)(4).